Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a pacing impedance spike with varying pacing impedance. Additionally, the rv lead exhibited no capture at max outputs. A lead fracture was suspected. The therapies were programmed off, and the patient was set up with a life vest. The rv lead remains in use. No patient complications have been reported as a result of this event.